Event description:
Pt undergoing kidney transplant. Aortic punch used to make hole in vessel so vascular anastomosis could be done. When punch engaged it locked on the vessel. Removed from vessel, still in locked position, resulting in tear to vessel.